Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with injection fortum (1g, intraperitoneally, duration not reported) and injection vancomycin (2g, intravenously (IV), every fifth day) for peritonitis. At the time of this report, the patient was recovered from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information other relevant history. Should additional relevant information become available, a supplemental report will be submitted.